Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump had strange noise during rewind process. When the insulin pump was shaken the customer could hear some components moving. The device is expected to be returned for analysis.